Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had motor error. The customer's blood glucose level was 120 mg/dl. The customer stated that they were able to clear the alarm but unable to rewind the insulin pump. The drive support cap was correct. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08770 inches. No motor error or excessive no delivery alarms noted. Motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).